Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the ion-selective electrode (ise) system; replaced the reference valve and the reference block to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported high ion-selective electrode (ise) patient results were intermittently generated on the au5400 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The results were not released from the laboratory.